Event description:
The white tip of harmonic shears was shriveled / wrinkled up, still on the jaw of the device. Md used it 3 times then noticed the white sleeve. No piece fell off into pt. No harm to pt noted. FDA safety report ID# (B)(4).